Event description:
The customer reported via phone call that she jumped into the pool with the insulin pump and the screen went blank. Customer could see moisture inside the screen. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly and motor during visual inspection. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.